Event description:
The patient received ems treatment for hypoglycemia and loss of consciousness. The patient's brother also reported that the pump was emitting loss of prime warnings.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor. Consistent with the patient's report, the pump was found to emit loss of prime warnings alerting the user that insulin delivery was interrupted. The pump history indicated that the patient's insulin delivery was consistent with their programmed dosages.